Event description:
Set is reportedly "ripped" in the tubing above the pump section. There was no patient harm reported and no medical intervention was required. Customer stated that no further patient/event information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.